Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 1 month after the dental implant was installed in patient's mouth, it was verified its non- osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type I and fenestration occurred during surgery.